Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that oversensing and noise was observed on the rv lead. The lead was capped on (B)(6) 2020. Patient was stable post procedure.